Manufacturer narrative:
As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp fluid path intravia container leaked from the injection port even though it had not been punctured. This occurred during priming. There was no damage to the packaging. There was no patient involvement. No additional information is available.